Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump is cracked and the reservoir is loose when seated in the pump. Customer's blood glucose is unknown. It was reported that the customer was playing sports when the pump was pulled off and sustained the damage. It was reported that the customer discontinue use of the pump and that it would need to be returned for analysis. The device is being replaced.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a cracked belt clip slot.